Event description:
Patient reported obtaining back-to-back blood glucose results of 370 mg/dl and 164 mg/dl, while using the suspect device. Patient inidcated that no action was taken based on the device results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.